Event description:
Per boston scientific, this lead was explanted because it dislodged. In a revision procedure, this lead was successfully replaced with a new lead. No adverse pt effects were reported.